Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event onset was reported as ¿an unreported date in recent years¿. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not disconnect the empty pd solution bag from the pd catheter after the solution was infused into the patient's abdominal cavity. The empty solution bag was left hanging from the transfer set until the next exchange with a new pd solution bag. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal cephalosporin (drug name, dose, frequency, and duration not reported) and other unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.